Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfiles and preventive maintenance information have been requested but have not been provided. Investigation has been completed based on currently available information. Root cause for the reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the flap was thick with the target thickness and actual thickness difference was more than twenty microns in the left eye of a patient, after lasik surgery. There are two related reports for this patient. This report addresses the patient's sa with left eye and another manufacturer report will be filed for the fellow eye.